Manufacturer narrative:
The returned device was visually inspected and functionally tested. The reported issue (unable to introduce sheath into vein of patient) could not be confirmed. The sheath passed the returned product inspection as per specification. Visual inspection showed that the shaft, sheath and dilator were intact with no apparent issues. Both the distal tip and dilator tip were intact, no fracture, breakage or kink were noticed. No teflon delamination was noticed at the tip of the shaft. The tip was atraumatic and with no sharp edges. The inner diameter of the tip was within specification and it provided a smooth transition to the dilator. The transition gap between the tip and the dilator was normal as seen in 4fc12 flexcath advance sheaths. Functional test of the sheaths showed that the deflection worked as per specification. Dilator could be snap-locked into the handle and it does not pull out from handle. This report will be recorded and trended.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental report.

Event description:
Information received by medtronic indicated that the user was unable to introduce the sheath into the vein of the patient at the groin access site. The sheath was replaced and the same issue occurred with the second sheath. The user reported that the interval between the introducer and the sheath was too big and that only the introducer could be inserted into the vein. The case was aborted; the patient was under general anesthesia for the procedure and did not receive any therapeutic treatment. Device 1 of 2, reference MFR report: 3002648230-2014-00137.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.